Event description:
Customer reported she doesn't think her insulin pump is working properly. Her blood glucose kept going up and she had to go to the hospital. Customer was experiencing vomiting and difficulty breathing. Her blood glucose was 485 mg/dl when hospitalized. She said she had been sick with a possible stomach bug. Customer was diagnosed with diabetic ketoacidosis and released after her blood glucose was under control. She was treated with an IV drip. In troubleshooting, the drive support cap appeared normal. There was no air in the tubing. Insulin exited during the manual prime. There was no leak. The settings and history are correct. There is a crack on the reservoir barrel. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.